Event description:
Date of incident: on (B)(6) 2024 on (B)(6) 2024 it was reported the user came in with right hearing aid receiver wire broken off from receiver box. Replaced receiver (resound surefit 3 2r mp) under warranty. Listening check was good. Pt was satisfied with hearing sound and function. No harm was reported to the user. There was no harm to the user as a result of this incident. No further information is expected. The serial number of the receiver is not available.

Manufacturer narrative:
Manufacturer's ref (B)(4) manufacturer's investigation: technical investigation concluded: as no serial number on the receiver was available, it was not possible to perform device history record review. Clinical evaluation of the event: it was reported that the user came in with right hearing aid receiver wire broken off from receiver box. Replaced receiver (resound surefit 3 2r mp) under warranty. Listening check was good. Pt was satisfied with hearing sound and function. No harm was reported to the user. The clinical evaluation is that the event did not cause harm to the user. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: related to CAPA. Known risk, considered in the risk analysis, mitigated, communicated to the user and as such deemed to be of an acceptable nature. These cases continue to be monitored. Determination of possible actions are being considered. Trended case device investigation findings: root cause were identified as per below: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Manufacturer's investigation is final. This is a combined (initial and final) report.